Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss) on the associated pacemaker device. As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. It was indicated that the rv lead pace impedance measurements were stable until the day of the lss and also subsequently stable in the unipolar configuration. Boston scientific technical services (ts) explained to the boston scientific representative that the pacemaker device has the latest device header spring contact design, so the issue is unlikely to be related to the device header. Ts also noted there were stored ventricular episodes that occurred after the lss which exhibited noise, oversensing and pacing inhibition on the rv lead. In some cases, the observed pacing inhibition was greater than 10 seconds, but ts noted that the patients intrinsic rhythm was observed each time at an approximate rate in the 50 beat per minute range. The lead remains in-service. No patient symptoms or adverse patient effects were reported.